Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the chest, which is off label usage of the device. On saturday, (B)(6) 2021, the patient was walking on the street and fell because of low blood sugar. Passersby found her and called for an ambulance. She was not responsive. She was taken to the hospital and after 30 minutes in the hospital she wanted to go home. She stated she was receiving no treatment in the hospital and dismissed herself from the hospital. The patient is mentally disabled from brain cancer and epilepsy and was unable to provide further information of the sequence of events including any bg or cgm values taken and any treatment provided, stating she had thrown away the paper on which treatments and details were listed, and she could not remember. Her son stated that he also did not remember any further details and it was indicated that she was not cooperative with the doctors. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.